Manufacturer narrative:
Investigation: one loose 3ml integra syringe with an opened blister of an unknown batch (p/n 305274) was received and evaluated. It was observed the retraction mechanism was activated and the thumb rest was slightly above the expected height to activate the mechanism. In addition, the stopper was at the 0.2ml grad line and no spring or needle was present inside the plunger rod. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the premature retraction activation defect is associated with the assembly process.

Event description:
It was reported that the needle retracted during administration with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: administered zuclopenthixol decanoate 400mg 0.8ml to be given received roughly 0.5ml before the needle retracted and 0.3ml remained in needle. Patient only received part of dose of medication which may adversely effect their mental health.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle retracted during administration with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: administered zuclopenthixol decanoate 400mg 0.8ml to be given received roughly 0.5ml before the needle retracted and 0.3ml remained in needle. Patient only received part of dose of medication which may adversely effect their mental health.